Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rebz0115 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a crease at 2cm from the front end of the guide wire in the mst, which cannot be used.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed; however, the root cause was not identified. The product returned for evaluation was one straight guidewire. The sample was received in its plastic hoop. No obvious usage residues were observed. The wire exhibited two bends approximately 2cm from the distal tip. Tactile inspection of the sample revealed the inner core wire to be intact. Microscopic inspection of the sample confirmed that the weld tip was intact. Inspection of the distal bend revealed the outer coils to be misaligned. While guidewire damage was observed, no evidence was found to inform the cause of the damage. Potential contributing factors include device manipulation prior to or during attempted use. A lot history review (lhr) of rebz0115 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a crease at 2cm from the front end of the guide wire in the mst, which cannot be used.